Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports dysfunctional cvc inserted through the right subclavian muscle on a patient (B)(6). Four days after insertion leakage appeared at the level of the entry point. The decision was made to use a peripheral venous line and then insert a new central catheter. There was pain and discomfort with the additional insertions and morphine was given to the patient. The patient was discharged home in a positive condition.

Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports dysfunctional cvc inserted through the right subclavian muscle on a patient (B)(6). Four days after insertion leakage appeared at the level of the entry point. The decision was made to use a peripheral venous line and then insert a new central catheter. There was pain and discomfort with the additional insertions and morphine was given to the patient. The patient was discharged home in a positive condition.